Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up via merlin.net on (B)(6) 2021. Review of the transmissions showed that there was noise with inhibition of pacing on the right ventricular (rv) lead. There was no programming changes made to the lead. The patient was in stable condition.